Manufacturer narrative:
Intuitive surgical received the instrument associated with this complaint and has completed its evaluation. The instrument was found to have a broken pitch cable at the distal clevis hub. Broken strands stuck out at the wrist and the crimp was not found to be missing. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted procedure, the customer noted the prograsp forceps instrument was not grasping tissue. There was no report of fragment(s) falling inside the patient, patient harm, adverse outcome or injury.